Event description:
Hives on top of ears; mouth "itched like crazy"; left shoulder painful; left jaw painful; left sided tongue numbness; itching under tongue; increased blood pressure; increased pulse; dry aggravating cough; shortness of breath; pain radiating from left shoulder/neck down arm to elbow; began to urinate on herself. Information was received in 2005 from a female pt with a medical history of osteoarthritis, who experienced hives on top of ears, mouth "itched like crazy", left shoulder painful, left jaw painful, left sided tongue numbness, itching under tongue, increased blood pressure, increased pulse, dry aggravating cough, shortness of breath, pain radiating from left shoulder/neck down arm to elbow and began to urinate on herself. The pt began treatment with synvisc in 2005. The pt received three injections of synvisc into the right knee in 2005. She received one injection of synvisc into the left knee in 2005. After receiving the injections in the right knee, the patient experienced "a few irritating side effects at times." She had hives on the top of her ears and also her mouth "itched like crazy." These events did not cause any major problems. In 2005, two days after the first injection in the left knee, the patient developed a painful left shoulder. The symptoms continued to progress and she experienced a painful left jaw, left-sided tongue numbness, itching under the tongue, increased blood pressure and pulse (the patient checked it herself at home), dry aggravating cough and shortness of breath. The pt went to the emergency room and the symptoms started to improve upon her arrival. In the emergency room, she was given benadryl, ativan, zantac and prednisone. The pt had an EKG and a CT scan of the chest which showed a normal sinus rhythm and ruled out a myocardial infarction. She was given prescriptions for prednisone, zyrtec and zantac. The rest of the weekend, the pt was fine and experienced no symptoms. Three days later, the pt began to have a reoccurrence of the left shoulder pain. The pain began to radiate from the shoulder/neck down the arm to the elbow. The patient also began to urinate on herself. At the time of this report, the patient had not yet recovered, and was waiting on her primary care physician to return her call. She stated that if she experienced any additional symptoms, she would seek medical attention.